Event description:
Mentor smooth silicone gel implants causing symptoms: hashimotos/hypothyroidism, fatigue/exhaustion, hair loss, dry skin, rashes, eczema, acne, stiff joints, weakened muscles, dry eyes, blurred vision, blurred vision, neck/shoulder/back pain, migraines, weight gain/inability to lose weight, inflammation, food intolerance, worsened allergies, sinus problems, hormone imbalance, slow healing, difficulty swallowing/choking on food and drinks, vertigo, acid reflux, constipation, leaky gut, numbness/tingling in extremities, cold hands/feet, persistent bacterial/viral infections, frequent urination, shortness of breath, general chest discomfort, anxiety, depression, have felt like I was dying at times. Thyroid antibodies will be tested again months after implant removal. Surgeon is sending everything to pathology. Explant surgery is (B)(6) 2019. FDA safety report ID # (B)(4).